Event description:
The customer returned the device reporting the bearing and gear were damaged. This is report 1 of 1 for event # com-(B)(4).

Manufacturer narrative:
During pre-repair assessment performed by technician, it was noted that the bearings were corroded due to lack or inappropriate cleaning and/or maintenance. Additionally, the functional testing revealed that the device failed vibration and temperature tests. Device was inspected and repaired.